Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen does not power up. The customer stated there was no patient associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and replaced the user interface module (uim). The problem was resolved. After replacing the uim and testing the device, the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications.